Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets leaked. This was observed during priming of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of 2023; further described as "over the past month". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.